Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during usage in the children's ICU. No patient injury or complication reported.

Event description:
The customer reports the swg (spring wire guide) kinked during usage in the children's ICU. No patient injury or complication reported.

Manufacturer narrative:
(B)(4). The customer returned multiple components from a cs-14502 kit. The spring-wire guide (swg) will be used for this investigation. Visual examination of the swg revealed no defects or anomalies. No kinks were observed and both welds were intact, full, and spherical. The overall length and outer diameter of the swg were measured and were found to be within specification. The guide wire was functionally tested by advancing it through the returned dilator and introducer needle. The guide wire advanced through each component with minimal resistance. A device history record review was performed and no relevant findings were identified. The customer report of a kinked guide wire could not be confirmed through evaluation of the returned sample. No defects or anomalies were observed on the returned guide wire. The guide wire met all relevant dimensional/functional requirements and a device history record review did not reveal any manufacturing related issues. No problem was found on the returned sample.